Event description:
It was reported a patient underwent a posterior laminectomy spine procedure on (B)(6) 2022 and topical skin adhesive was used. Five days after, the adhesive was off. Nothing will be returned. There was no patient harm reported.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: (B)(4). Additional information provided: the wound came apart at the bottom. A 3-0 vicryl was used at the skin below it. Additional information has been requested, however not received. If further details are received at a later date a supplemental medwatch will be sent. What date did the prineo came off? Was there any medical or surgical intervention performed (re-operation; re-closure; prescription medication)? If so, please specify. If wound had to be re-closed, please clarify how was the wound re-closed? Were sutures needed? If medication was required, please clarify if it was prescription strength. Can you identify the lot number of the product that was used? What is the most current patient status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.